Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were observed. Patient was asymptomatic. The lead was explanted. Patient condition is good.